Event description:
During a preventative maintenance (pm) field service found that the system was misfiring. This was found during service and no patient involvement was reported.

Manufacturer narrative:
Device evaluation: field service replaced system thyratron and thyratron trigger printed circuity board (pcb). Performed system checkout. System meets specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.